Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right atrial (ra) lead exhibited high pacing threshold measurements due to lead dislodgement. Additional information from the field representative indicates that lead was destroyed in the process of explant and was discarded by the hospital. This lead will not be returned. This lead was explanted. No additional adverse patient effects were reported.